Manufacturer narrative:
From t:slim user guide: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not disconnect from the infusion set site during the fill tubing step, and inadvertently delivered insulin to themselves. Reportedly, the customer's blood glucose level was 65 mg/dl at 2:30am; however, at the time of the call, the customer stated that bg level had not been tested since 2:30am, several hours prior to the call. Low bg level had been addressed by eating a fruit cocktail. Multiple attempts were made by tandem¿s technical support (cts) to confirm that bg level had returned to target; however, no additional information regarding this event was provided.